Manufacturer narrative:
(B)(4). It was reported that the suture was used for continuous and interrupted sewing. The patient¿s symptom of hemorrhagic shock was a drop in pressure. The patient underwent an emergency re-operation on (B)(6) 2013. The bleeding site was identified in the second hepatic portal. The surgeon saw that the suture was broken. The surgeon also saw that the intact suture line tore through the venous wall tissue. The surgeon used a clamp to attempt to repair the bleeding site, but the patient lost about 4000cc of blood. A 4000cc blood transfusion was performed. The re-operation was not completed. The patient died during the re-operation on (B)(6) 2013 and the cause of death was hemorrhagic shock. The surgeon opines that the suture breakage was a contributing factor to the hemorrhagic shock and patient¿s death. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a radical resection of hilar holangiocarcinoma and right lobectomy of liver on (B)(6) 2013 and suture was used on the right hepatic vein. On (B)(6) 2013, six days after the operation, the patient felt sick, coughed and his abdominal pressure increased. Then the patient went into hemorrhagic shock. The surgeon did emergency measures immediately, but the patient died on (B)(6) 2013. Additional patient and event info was requested.